Manufacturer narrative:
This alleged failure mode poses a low risk to a patient because the hospital cart was not in use with a patient when the issue was observed. The companion hospital cart has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The reported issues involve the following syncardia temporary total artificial heart (tah-t) system components and are reported under two separate medical device reports: companion 2 driver s/n (B)(4) (MFR report # 3003761017-2018-00088) and companion hospital cart s/n (B)(4) (MFR report # 3003761017-2018-0114). The companion 2 driver was not supporting a patient. The customer, a syncardia certified hospital, reported that the companion 2 driver was docked in the companion hospital cart and passed the system check out procedure. After the system check, the driver gave an audible alarm without an alarm message and a burning electrical smell was noted. The driver was powered off and removed from the hospital cart. The customer also reported that a few days later the driver was docked into a different companion hospital cart and again checked, this time the driver gave a computer malfunction alarm.

Manufacturer narrative:
The driver in "as received" condition passed all test sections with no alarms or odor. During investigation testing, the driver performed as intended with no evidence of a device malfunction as is reported under MFR. 3003761017-23018-00088 (companion 2 driver s/n (B)(4)). The customer-reported computer malfunction alarm was confirmed during patient data file review. This computer malfunction alarm is indicative of a sudden loss of power to the driver, which will appear upon the next driver startup. It was determined that power supply of the hospital cart in which the companion 2 driver was docked was malfunctioning and therefore unable to adequately power the companion 2 driver. The companion hospital cart s/n (B)(4) is reported under MFR. 3003761017-23018-00114. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4) follow-up report 1.